Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication experienced by the patient. The following information is also unknown: the date each da vinci-assisted surgical procedure was performed, what types of tissue were involved with the use of the blue stapler 45 reloads, the source and location of each post-operative bleeding, what medical intervention was administered due to each post-operative bleeding case, and the current status of each patient. Isi has attempted to contact the surgeon to obtain additional information regarding the reported events. However, no new information has been provided as of the date of this report. If additional information is received a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the patient experienced post-operative bleeding which required medical intervention. However, the root cause of the post-operative bleeding is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Refer to the mdrs with patient identifier 's 700289488 and 700289488a for information regarding the other two reported post-operative bleeding cases.

Event description:
It was reported that after completion of three da vinci-assisted right colectomy procedures, the surgeon claimed that each patient experienced post-operative bleeding that required medical intervention. The surgeon indicated that he had to close them up laparoscopically. According to the surgeon, he used blue stapler 45 reloads during the initial da vinci-assisted surgical procedures. As a result of the reported events, the surgeon has reportedly switched to using white stapler 45 reloads while performing da vinci-assisted right colectomy procedures. Since then, the surgeon has not had recurrences of patient experiencing post-operative bleeding. According to the initial reporter, the surgeon informed her of the reported events. However, there was no allegation that a malfunction of a da vinci-system, instrument, or accessory occurred.